Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reports "complete rupture of the breast prosthesis is observed, as well as yellowing of the prosthesis and localized thickenings on the capsule". This relates to the left device. Device has been explanted.

Event description:
Physician reports, "complete rupture of the breast prosthesis is observed. As well as, yellowing of the prosthesis and localized thickenings on the capsule". This relates to the left device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: complete rupture of the breast prosthesis.

Event description:
Physician reports "complete rupture of the breast prosthesis is observed, as well as yellowing of the prosthesis and localized thickenings on the capsule". This relates to the left device. Device has been explanted.